Event description:
Paramedics responded to a pt in respiratory distress. When attempting to obtain an spo2 reading, they rec'd only a "spo2 com error" message. The unit was brought in for repair and exchanged for a loaner unit. When testing the loaner unit, it showed the same "spo2 com error" message. Two add'l loaner units were tested and showed "spo2 com error" message. Zoll medical products was notified of the problem and all four units were sent in for repair. Dates of use: 2009.